Manufacturer narrative:
(B)(6). Concomitant products ¿ m2a magnum cup p/n us157850, m2a magnum modular head p/n 157444 l/n 379130. Reported event was confirmed through review of medical records. There are warnings in the package insert that these types of events can occur and associated risks are addressed in risk documentation. Device history record was reviewed and no discrepancies were found. Complaint history review determined no further action is necessary as no trends were identified. Root cause was unable to be determined with the information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2017-00100, 0001825034-2016-03789, 0001825034-2017-05317.

Event description:
It was reported that patient underwent a left hip revision procedure approximately 8 years post-implantation due to pain and osteolysis. It was further reported that patient experienced elevated metal ion levels, difficulty walking, weakness, decreased range of motion and grinding in the hip. During the procedure, black stained tissue, metallosis, bone loss were noted. The femoral head and acetabular cup were removed and replaced, and an acetabular liner was also implanted.